Event description:
It was reported that the customer experienced a blood glucose (bg) level of 552 mg/dl. Reportedly, the customer attempted to load a new cartridge, however did not complete the loading sequence. Customer address their bg with a correction bolus via pump. Customer loaded a cartridge and resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.